Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Customer's blood glucose level was 50 mg/dl at the time of incident. Customer treated their low blood glucose with juice. Customer declined troubleshoot for low blood glucose level. Customer also reported that pump had motor error. Drive support cap was appeared to be normal. Customer was advised to discontinue use of pump and pump need to be replace. Customer will not return insulin pump for analysis.